Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported migration is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir exhibited a migration. A surgical procedure was performed to reposition the reservoir. No additional information was provided.